Event description:
Consumer reported complaint for error messages (e-0 and e-5). The customer reported feeling weak and being unable to stay up for a long period of time. Medical attention was not needed at the time of the call. The customer stated she had a doctor's appointment later that day; customer stated she already had the appointment and that she did not make the doctor's appointment because of the symptoms. During the call, a blood test was performed by the customer and produced e-5 error using true metrix air meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 09/29/2025 and open vial date is 05/17/2024.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: weak, unable to stay up for a long period of time. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.